Event description:
Customer claims that the alarm will not power on. The unit was tested with new batteries. There was no visible damage to the alarm case. Posey eval for the returned product shows the alarm is intermittent. There was pt injury reported.

Manufacturer narrative:
(B) (4). Eval: results - eval of the returned product shows that unit did power on. The unit has an intermittent alarm when the sensor pad is plugged in and the pressure is applied and released. The unit was tested with new batteries. There was no visual damage to the alarm case. (B) (4).